Manufacturer narrative:
E1: (B)(6). E1: (B)(6). Based on the available information, this event is deemed to be a serious injury. The code a0105 is not available so taken a27. Request was performed for additional information including sample. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380.

Event description:
It was reported that patient faced an event where insulin not absorbing as expected on (B)(6) 2026 and had high blood glucose managed with insulin via pump.